Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Reported via medwatch report # (B)(4) on (B)(6) 2023: this event involves an adult female who had an iab (intra-aortic balloon) inserted while awaiting heart transplant. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The following day, blood was observed in the helium tubing of the patients iab by a nurse. Condensation had been observed in the helium tubing earlier in the shift. Physicians immediately notified and presented to bedside. The console was paused, helium released from the iab, and the tubing clamped. The patient was stable throughout. Ultimately, the iab was removed and replaced. The iab was noted to be ruptured. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.